Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had air bubble. More large air bubbles inside the reservoir was found. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 5 open/used reservoirs. Checked o-rings/stopper groove for anomalies. Ran basal, bolus leaking test per dop114-811 as follow: reservoirs filled with diluent and connected to a new infusion set, installed reservoirs and connector into 7xx pump. Conclusion: 1 of 4 reservoirs leaked at 1st o-ring and created air bubbles, remaining 4 of 5 reservoirs no anomalies found during analysis.